Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The customer troubleshoot with technical support and found the tube connected to the proximal port instead of the pick off port. The customer addressed the issue and all tests passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing the air delivery/flow accuracy. There was no patient involvement. The event date was not specified, estimate used.